Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 45 mg/dl from the adc freestyle libre sensor scan compared to a reading of 98 mg/dl obtained on a competitor meter (one touch). The customer further reported that he experienced symptoms of blurred vision and malaise. The customer had contact with paramedics and went to the hospital, and reported receiving unknown intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading of 45 mg/dl from the adc freestyle libre sensor scan compared to a reading of 98 mg/dl obtained on a competitor meter (one touch). The customer further reported that he experienced symptoms of blurred vision and malaise. The customer had contact with paramedics and went to the hospital, and reported receiving unknown intravenous treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a reading of 45 mg/dl from the adc freestyle libre sensor scan compared to a reading of 98 mg/dl obtained on a competitor meter (one touch). The customer further reported that he experienced symptoms of blurred vision and malaise. The customer had contact with paramedics and went to the hospital, and reported receiving unknown intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg was incorrectly documented in the previous follow up #1. The correct date should be february 28, 2019.